Manufacturer narrative:
Patient age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-05007. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device and delivery system was inserted into the watchman ® access system. The was seated a couple of mm from the back wall. The closure device was successfully deployed; however, they noticed a small pericardial effusion which led to a pericardiocentesis in which they drew roughly 300 ml of blood. The patient did not require surgery. The patient had tamponade and the closure device started to slow the blood flow through the leak. The effusion was gone once they had pulled the blood from the pericardium. They decided to move forward with the procedure which concluded with the patient receiving a watchman as well as a non-bsc pacemaker. The patient's current status is fine and they are back at home.